Event description:
It was reported that pt had loosening of component. Surgeon would like to know about significant polyethylene wear.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #: 2249697-2012-00719.